Event description:
(B)(4) observational post-market clinical study ¿ evolution® biliary stent system ¿ uncovered this observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b uncovered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6)2014, and the latest procedure occurred on (B)(6)2019. This file will capture x10 cases of off label use with aes. 01 x stent migration stent migration of an off-label device due to the stent being placed side-by-side with another stent. 01 x biliary sepsis 03 x stent occlusion 05 x biliary obstruction signs and symptoms of stent occlusion/obstruction include but are not limited to abdominal pain, itching, nausea, vomiting, jaundice, dark urine at last void, pale-colored or light gray stool at last bowel movement. 20 patients (24 events) with some patients having multiple instances of recurrent obstruction - 2 patients each had 2 obstructions, and 1 patient had 3 obstructions. Cause of stent occlusion was tissue or tumor ingrowth (1) & tissue or tumor overgrowth (2) biliary sepsis (off label). Off label use included: non-malignant indication 2.2% (3/135) stent placed side-by-side with another stent 3.7% (5/135) stent deployed through the wall of a previously placed or existing metal stent 1.5% (2/135) stent removed after deployment 0.7% (1/135)

Manufacturer narrative:
E1, f3 - facility name: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 22 may 2025.

Manufacturer narrative:
Device evaluation: the evolution® biliary stent system ¿ uncovered device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and it created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) states the following: ¿the device is used in palliation of malignant neoplasms in the biliary tree¿. There is evidence to suggest that the customer did not follow the instructions for use. From study, the device was used for benign conditions in 03 cases image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. From study, the device was used for benign conditions in 03 cases, 01 patient had angiocholitis on bile duct stenosis, 01 bile duct benign stenosis and 01 lithiasis angiocholitis with choledocitis and bile duct stenosis. The IFU states ¿the device is used in palliation of malignant neoplasms in the biliary tree¿. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the study, the patients experienced recurrent biliary obstruction due to tumour ingrowth/overgrowth requiring reintervention.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted to include update to annex e codes, quantity used and description of event, of the complaint device received on (B)(6) 2025. (B)(4) observational post-market clinical study ¿ evolution® biliary stent system ¿ uncovered this observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b uncovered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6) 2014, and the latest procedure occurred on (B)(6) 2019. Signs and symptoms of stent occlusion/obstruction include but are not limited to abdominal pain, itching, nausea, vomiting, jaundice, dark urine at last void, pale-colored or light gray stool at last bowel movement. 20 patients (24 events) with some patients having multiple instances of recurrent obstruction - 2 patients each had 2 obstructions, and 1 patient had 3 obstructions. Cause of stent occlusion was tissue or tumor ingrowth (1) & tissue or tumor overgrowth (2) biliary sepsis (off label). This file will capture x3 cases of off label use with aes. 03 x stent occlusion. Off label use included: non-malignant indication 2.2% (3/135).